Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was noted a pericardial effusion (pe) occurred. The procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed under general anesthesia and transesophageal echocardiogram (tee) imaging. No pe was noted prior to the procedure. A versacross connect (vcc) transseptal access system was selected for use. After the femoral vein access, a watchman fxd curve access system (was) was inserted and advanced. The vcc radiofrequency (rf) wire was inserted and advanced to the superior vena cava (svc) and difficulty dropping onto the septum was noted. The patient already had a patent foramen ovale (pfo) present from a previous procedure, so the transseptal puncture (tsp) was completed using the pfo rather than applying rf energy. The performed on the right side of the heart throughout the procedure and the physician made the decision to continue. The was exchanged for a watchman trusteer access system (trusteer) which was then advanced to the left atrium. As the pe continued to grow, the physician decided to abort the procedure and the trusteer was removed. A pericardiocentesis was performed and 300cc of dark burgundy colored fluid was removed. The patient is fully recovered and is rescheduled for the laa closure procedure the following week. The device is not expected to be returned for analysis.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated fields outcomes attrib to adv event (b2) and describe event or problem (b5), in section b - adverse event/product prob. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was noted a pericardial effusion (pe) occurred. The procedure was cancelled. A left atrial appendage (laa) closure procedure was being performed under general anesthesia and transesophageal echocardiogram (tee) imaging. No pe was noted prior to the procedure. A versacross connect (vcc) transseptal access system was selected for use. After the femoral vein access, a watchman fxd curve access system (was) was inserted and advanced. The vcc radiofrequency (rf) wire was inserted and advanced to the superior vena cava (svc) and difficulty dropping onto the septum was noted. The patient already had a patent foramen ovale (pfo) present from a previous procedure, so the transseptal puncture (tsp) was completed using the pfo rather than applying rf energy. The pe formed on the right side of the heart throughout the procedure and the physician made the decision to continue. The was exchanged for a watchman trusteer access system (trusteer) which was then advanced to the left atrium. As the pe continued to grow, the physician decided to abort the procedure and the trusteer was removed. A pericardiocentesis was performed and 300cc of dark burgundy colored fluid was removed. The patient is fully recovered and is rescheduled for the laa closure procedure the following week. The device is not expected to be returned for analysis. It was further confirmed that a versacross kit was open but no versacross or bsc wire was in the body at time of effusion. It was mentioned that a standard stiff 'j' wire all devices were disposed. Only the rf wire was then used to cross through pfo. No malfunctions or contribution with versacross devices were reported. Act was therapeutic during the procedure. The patient was not hospitalized beyond standard care of time and was discharged.